Manufacturer narrative:
The reported failure of vent inoperative alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number h3661341607f6, did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information from a nurse that a trilogy evo device had a ventilator inoperative alarm, the screen turned red, and operation stopped. There is no allegation of serious or permanent harm or injury. The device was returned to the service center. During the evaluation, the ventilator inoperative alarm was confirmed, the ventilator inoperative alarm was duplicated immediately after the device was powered on. The service technician observed error code e262 (data in eeprom is corrupt on system/cpu) in the error log. To resolve the issue, the system pca equipped with eeprom was replaced. Additionally, not related to the reportable malfunction, the inline proximal filter was replaced due to clogging. The final test, battery check, valve check, run-in tests, and cleaning were performed and confirmed that the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.